Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon first inflation at 4 atm for 1 second. The device was completely removed with the catheter, and the procedure was completed with another of the same device. There were no complications reported, and the patient was stable post procedure.